Event description:
Pt's device was explanted due to infection and wound dehiscence. The pt reportedly had an inflamed area around the generator. It was reported that the pt will be treated with antibiotics and re-implanted after the infection has resolved.